Event description:
It was reported that the patient received inappropriate therapy due to noise on the right ventricular (rv) lead. It was noted that the lead also had high pacing impedance. The lead was capped and replaced. No further patient complications have been reported asa result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead, implanted (B)(6) 2002; 439688c lead, implanted (B)(6) 2009. (B)(4).